Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump had open book image on the screen. Also the insulin pump had crack on the battery chamber. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.